Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported a 250 ml bag was hung as a primary with a secondary antibiotic infusion as a piggy back. The rn set the primary pump rate to 16 ml/h then opened up the connected secondary infusion. The rn then noticed the secondary was rapidly dripping. After further investigation by the rn, it was discovered that the secondary was infusing into the primary caused by a faulty tubing valve. There was no patient harm reported.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
(B)(4)